Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; overlay found out of electrical specification. Analysis also found the upper and lower handle covers were broken. (B)(4).

Event description:
It was reported the touch screen will not calibrate. Multiple pens/calibrations and reboots tried. Location of pen still will not accurately correlate to position on screen. The programmer was returned for repair. No patient complications have been reported as a result of this event.